Event description:
It was reported that during the implant procedure, the threshold values were not acceptable. Attempts to retract the helix were not successful. The lead tip could not be released from the septal wall. The lead was capped.